Event description:
It was reported a year ago this pacemaker and other manufactures right ventricular (rv) lead triggered a lead safety switch (lss) due to low out of range pacing impedances measuring 120 ohms and have been trending low. Currently, the pacing impedances are low measuring 190-200 ohms. It was also noted that historically the r-wave is low measuring 4.1mv. Boston scientific technical services (ts) recommended a programming a split configuration of bipolar sensing and unipolar pacing. Isometrics and pocket manipulation was performed and the noise could not be reproduced. Ts discussed possible causes. At this time, this pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.